Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
It was reported that the doctor knowingly used an expired closurefast (2013-(B)(6)) in the patient. There has been no complaint from customer and no issue in the procedure. No patient injury reported.